Manufacturer narrative:
Amr mansour mohamed; karim elbasha; martin landt; stephan fichtlscherer; holger nef; nader mankerious. "Massive longitudinal stent deformation due to a jailed atherectomy wire." Jacc: case reports, vol. 31, no. 19, https://doi.org/10.1016/j.jaccas.2026.10 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient underwent elective pci for a calcified mid-left anterior descending (lad) artery bifurcation lesion. Lesion preparation was performed using non-medtronic devices, including rotational atherectomy, guidewires, microcatheters, and noncompliant balloons. A 3.5 × 30 mm medtronic onyx trustar drug-eluting stent (des) was then deployed in the mid-lad. The rotational atherectomy wire was inadvertently left in place during stent deployment and became jailed between the stent and a calcified nodule. During withdrawal of the jailed wire, severe longitudinal stent deformation (lsd) with marked stent foreshortening occurred. Multiple attempts to cross the deformed stent using non-medtronic balloons, guide catheter extension, guidewires, and microcatheters were unsuccessful. Bailout rotational atherectomy was performed using a non-medtronic device to ablate the deformed stent; however, burr entrapment occurred and was subsequently resolved. Following sequential balloon dilatation with non-medtronic balloons, the lad was successfully re-stented with a second 3.5 × 30 mm medtronic onyx trustar des, achieving a satisfactory final angiographic result. At 3-month follow-up, coronary angiography demonstrated a patent result, and the patient remained symptom-free.